Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). A 6.0 x 220 x 150 sterling¿ balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres for a couple of seconds, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was fine.